Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, two heartstring iii seal failed to load properly and were observed to be cracked. The seal did not fold correctly during the loading process causing it not to load properly into the delivery device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).